Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. The customer's blood glucose level was 583 mg/dl. Customer stated that the motor is not working. Customer does not know if she got a motor error. Customer stated that her blood glucose level is high because of this. Customer stated that the belt clip is also broken. Customer stated that she took it off and checked her site. Customer has not changed it yet. Customer stated that she was sleeping when the no delivery alarm happened the first time. Customer was assisted in performing a 5.0u fixed prime, but the insulin did not exit. Customer ran a manual prime and reported that the insulin exited with the manual prime. It was explained that the pump was working as designed. Customer understands that the issue was from a connection issue between the reservoir and the tubing. Customer stated that she will be changing everything out just in case after she gets off the phone. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.